Event description:
Information was received from a consumer regarding a patient receiving baclofen, fentanyl and morphine via an implantable pump. The indication for use was spinal pain indications. The patient reported they have to pull their pants down to connect to the pump and it takes 2-3 mins to connect; the handset would stop at 80% or 90% and they have to reposition the communicator. Per the patient they never had to pull her pants down to connect and use the devices. The patient stated they get 12 bolus a day. The patient further stated they saw system error and restart on the handset screen at times. The agent assisted the patient with clearing the data and resetting the handset and communicator. The agent asked the patient to connect with the pump and screen showed lock out for 29 mins. Additional information was received from the patient who reported they saw an error code that was red however does not recall what the code was. The patient stated the 90% seemed to be slow still. The patient would monitor and call back with the code once they figure out what that might be.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.